Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("bleeding a lot") and uterine cyst ("cyst") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. Essure was removed on (B)(6) 2013. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), uterine cyst (seriousness criterion medically important), anaemia ("I first had surgery to stop the bleeding because I had anemia"), pain ("feel sensation that something is stinging me or puncturing me") and pelvic pain ("extreme pain"). The patient was treated with surgery (hysterectomy /surgical removal of uterus). At the time of the report, the genital haemorrhage had resolved. The outcomes for uterine cyst, anaemia and pelvic pain were unknown. The reporter considered anaemia, genital haemorrhage, pain, pelvic pain and uterine cyst to be related to essure administration. The reporter commented: plaintiff felt sensation that something is stinging me or puncturing her. Device removal date updated from 2017 to (B)(6) 2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jun-2022: pif received- event pelvic pain was added. Reporter-lawyer , date of removal device were added. Product indication, non drug treatment were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("bleeding a lot") and uterine cyst ("cyst") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain female, abdominal pain and fibroids. In 2009, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), uterine cyst (seriousness criterion medically important), anaemia ("I first had surgery to stop the bleeding because I had anemia"), pain ("feel sensation that something is stinging me or puncturing me") and pelvic pain ("extreme pain"). The patient was treated with surgery (total abdominal hysterectomy with a bilateral salpingooophorectomy and surgical removal of uterus). At the time of the report, the genital haemorrhage had resolved. The outcomes for uterine cyst, anaemia and pelvic pain were unknown. The reporter considered anaemia, genital haemorrhage, pain, pelvic pain and uterine cyst to be related to essure administration. The reporter commented: plantiff felt sensation that something is stinging me or puncturing her. Device removal date updated from 2017 to (B)(6) 2013. Device removal date updated from (B)(6) 2013 to (B)(6) 2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jun-2022: pif received- event pelvic pain was added. Reporter-lawyer , date of removal device were added. Product indication, non drug treatment were updated. 07-dec-2022: medical records received. Reporter information, patient middle name, medical history, reporter causality comment added. Product removal date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding a lot") and cyst ("cyst") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cyst (seriousness criterion medically significant), anaemia ("I first had surgery to stop the bleeding because I had anemia") and pain ("feel sensation that something is stinging me or puncturing me"). The patient was treated with surgery (surgical removal of uterus and hysterectomy). At the time of the report, the genital haemorrhage had resolved and the cyst and anaemia outcome was unknown. The reporter considered anaemia, cyst, genital haemorrhage and pain to be related to essure. The reporter commented: plaintiff felt sensation that something is stinging me or puncturing her. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding a lot") and cyst ("cyst") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cyst (seriousness criterion medically significant), anaemia ("I first had surgery to stop the bleeding because I had anemia") and pain ("feel sensation that something is stinging me or puncturing me"). The patient was treated with surgery (surgical removal of uterus and hysterectomy). At the time of the report, the genital haemorrhage had resolved and the cyst and anaemia outcome was unknown. The reporter considered anaemia, cyst, genital haemorrhage and pain to be related to essure. The reporter commented: plantiff felt sensation that something is stinging me or puncturing her. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.